Event description:
It was reported by the patient's relative that the patient experienced weakness and palpitations, and they believed the device was malfunctioning. No further information could be obtained through follow-up with the clinic. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.